Event description:
Biomedical model 560 console made by medtronic failed during cardiopulmonary bypass. Low level alarm activated causing pump to coast, flow ceased. Turned off alarms, reactivated console, now flows. Hand cranking performed until replacement pump put into use. Continued without further incident.